Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 200/mg/100ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at 1855, the nurse reported the device was alarming for an unspecified alarm condition. At that time, the nurse noted the device display indicated 51ml had been delivered; however, the 100ml solution container was empty. The device was removed from clinical service. There were no reported adverse patient effect. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the service center. The device history indicated on (B)(6) 2011 at 1549, the pump was programmed for continuous+bolus delivery in mg, with a 2mg/ml concentration, a 3.5mg/hr continuous rate, a 3mg bolus dose, a 5 min bolus lockout, no dose limit was selected, a 200mg container size. Between 1554 and 1650, three start alarms occurred. At 1654, the delivery was started. The device continued in use at the programmed settings. At (B)(6) 2011 at 0503, where a new container was indicated. At 0504, the delivery was started. Between 0634 and 1410, there are thirteen 3mg patient initiated bolus deliveries and 76 unmet demands. Between 1410 and 1750, there were 11 distal occlusion alarms, six 3mg pt initiated bolus deliveries and 5 unmet demands. Between 1819 and 1945, there are 4 proximal occlusion alarms, 1 air in line alarm, two 3mg pt initiated deliveries and 1 unmet demand. Between 1949 and 2008, the silence key was pressed 3 times. At 2016, the delivery was stopped . At 2017, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.